Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an activa implant procedure, the lead came out of the box misaligned. The lead was not used in the pt and different leads were used instead. There were no pt injuries and the pt recovered without sequelae.